Event description:
It was reported that the customer noticed the patient side cart (psc) plug pin of power cord was bent. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the patient side cart power cable. The system was verified and ready for use.